Manufacturer narrative:
The device was returned to the manufacturer for repair, however, the device eval is not complete. A follow up medwatch will be submitted once the eval is completed.

Event description:
It was reported that the zimmer skin graft mesher will not mesh on the right side.